Event description:
It was reported that an asymptomatic patient presented in clinic, and upon interrogation, the ventricular lead exhibited high impedance. No further action was taken and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.